Manufacturer narrative:
D3 manufacturer establishment name updated. D9 date returned to manufacturer: 6/13/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "syringe plunger not in place" alarm. The pump was put through motor drive testing, and the syringe plunger sensor test failed. The device passed a syringe size test. The cause of the customer reported problem was a failure of the plunger force sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the plunger kit including the plunger force sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was not able to recognize syringes, and potentially a barrel clamp issue. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.